Manufacturer narrative:
Pictures were taken by the customer that confirm the failure of the tubing separating at the outlet port of the most distal y-site. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and y-site (body) could be related to an incorrect solvent application or any gap by the assembler.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated. The following information was received by the initial reporter with the following verbatim: we had 1 confirmed and 2 non-confirmed reports of the tubing coming apart from the bottom port access.